Event description:
Additional information was later received. The medtronic representative (rep) reported it stopped freezing up and responded normally after the forth time the system was rebooted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that they were loading exams on the system via compact disc (cd) when the system became unresponsive. The site reported waiting 3-4 minutes with no change and so they rebooted the system. The site was unable to get past loading exams after. They tried multiple disks but unknown if disks were for multiple patients or just one. The was able to load the disks now. The system kept becoming unresponsive and they would have to shut it off. They were clicking slow as well. The disk drive would also not open up. They opened it up by the pin hole. They only have three patients on the whole system. There was no patient involvement.